Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump was having battery life issues; the customer placed a new battery into her device yesterday and today her battery life was at half. The patient's blood glucose at the time of incident was 215 mg/dl. Troubleshooting was initiated for the low battery alert. This was the second call regarding the low battery alert. A battery cap was previously sent to the customer for similar issues, but the battery issues persisted. The insulin pump was returned and replaced.

Manufacturer narrative:
The insulin pump was received with corroded battery tube however, powered up properly after battery installation. No low battery alarms noted. The operating currents are within specifications and passed self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had minor scratches on the lcd window.